Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Initial reporter: occupation: unknown. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy to achieve hemostasis, the physician used a cook hemospray endoscopic hemostat. The hemospray device was assembled per instructions for use. The carbon dioxide canister was activated by turning the red activation knob. The catheter of the hemospray device was advanced down the gastroscope. The nurse turned the red valve to open position. The trigger button was depressed to deploy the hemospray powder. No powder was deployed. At this point, the red knob came off the device and the carbon dioxide canister burst out of the bottom of the device. No one was injured however a piece of the device ricocheted, just missing the anesthetist eye. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. In addition, the user there were no adverse effects to the user.